Event description:
It was reported that the pt had a surgical revision (B) (6) 2009 to correct a flipped device; coupling issues are being experienced now. Add'l info has been requested, a f/u will be sent when add'l info becomes available.

Manufacturer narrative:
(B) (4).